Event description:
It was reported that on 8/19/2013, the pt was seen in the emergency department for chest pain. The triage troponin I (tni) was reported as negative vs positive laboratory results. The pt was hospitalized and underwent a cardiac catheterization which showed normal coronaries. Cardiac rhythm was sinus brady to sinus rhythm. Serial cardiac enzymes were positive. The pt was discharged with a final diagnosis of acute non-st segment elevation myocardial infarction. There was no add'l info reported.

Manufacturer narrative:
Investigation pending.